Event description:
The customer stated that the meter was reading with a decimal point. He was not sure if any readings had been misinterpreted. The customer was able to reset the meter to mg/dl with assistance. The cusotmer did not allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.